Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/13/09 that a customer has an issue with a enteral feeding tube set. The customer reported that the clinician set the feed rate for 55 ml/hr and a flush for 500 ml every six hrs; however, the 500 ml flush delivered the feeding solution to the diabetic pt, which led to elevated blood sugars. The institution refused to disclose any further info regarding the pt's status or any of the medical interventions that were utilized.